Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure eight years ago and mesh was implanted. The patient experienced tape erosion in the vagina that was trimmed by a consultant urologist twice. Overactive bladder symptom persists. Recent examination of patient by surgeon shows further tape erosion. Additional information will be requested.